Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient came to clinic for routine mapping on (B)(6) 2017. The parents reported the patient's response to sound was not good. Family reports no incident of accident or trauma. No other medical problems were reported, no swelling or redness on implant site was seen. Re-implantation is considered.

Manufacturer narrative:
The root cause of the problem mentioned in the patient report is the mechanical damage to the stimulator housing and electronics, found during the device investigation. This is typical for severe external impact to the housing even though no such event is reported. In addition a damage to the active electrode due to minute device mobility caused by repeated mechanical impact was also observed. This is a final report.

Event description:
During routine mapping, the parents reported that the patient's response to the sound was poor. Imaging shows electrode to be in the cochlea. There was no incident of accident, trauma or changes in health reported. No swelling or redness at the implant site was noted. The patient was re-implanted.